Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels over 600 mg/dl and large ketones considered dangerous; cause of bg was not known. Manual injections were administered to address bg. Recommendation was made to consult with their health care provider to discuss diabetes management.